Manufacturer narrative:
This report 1219930-2020-00368 was sent in error as a duplicate for MFR report number: 1219930-2020-00888, any additional information received in the future will be captured and submitted under the report number 1219930-2020-00888. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was partially fired to the 4cm cut line. The proximal end of the reload adapter was broken. Due to the noted damage functional testing was not performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon procedure, the reload did not fire which the surgeon relates to the green button, that somehow negatively affected the triggering of the reload. Another reload and handle were used to complete the case. There was no patient injury.